Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified the surgeon side console (ssc) would not power on. The fse replaced the medical grade power supply (mgps) unit to resolve the issue. Isi received the mgps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. When reviewing the remote fe, error 417 was found which means: one of the redundant power supplies is failing. The power supply was installed and tested on in-house test system. The system started up without errors, however the fan make a noise. No image or video was submitted for review. System log review was performed. Per the review, the following was confirmed: benign hysterectomy procedure performed on (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to damaged blue fiber cable connector. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the blu fiber cable (bfc) connector at the back side of the surgeon console was damaged. The head nurse informed that the operating room (or) staff was unable to connect the bfc. The head nurse also stated that the bfc connector was completely loose and that the or staff have decided to convert because the system was not usable. The procedure was converted to a traditional laparoscopic surgery with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon startup. The customer noted that the console was powered on, but the connection was not possible. The patient tolerated the conversion well.